Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to a brain injury. No blood glucose levels, duration of wear and placement of the pod were reported. It was stated that the patient was having severe and intense back pain and that the patient fell down on a ceramic floor tile. The patient was taken to the hospital, they were diagnosed with a skull fracture above the left ear, a hematoma caused by the brain injury, a brain bleed and a severe concussion. The patient was transferred to the intensive care unit (ICU) where trauma care was provided. The patient was also treated with multiple intravenous (IV)s and unknown medications. It was also stated that the medical event was not due to the omnipod product, that the pod was working correctly. The patient was discharged on (B)(6) 2026.